Event description:
Coiling treatment of an aneurysm. It was reported the balloon was used to assist in a coiling procedure and was inflated and deflated normal several times. After having embolized the aneurysm, it was reported the balloon could not be deflated. The inflated balloon was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
The balloon catheter was returned for evaluation without the guidewire and a large amount of blood was found in the balloon lumen. Based upon the findings, the large amount of blood found I the balloon assembly was the likely cause of the non-deflation. When blood enters the balloon lumen, this may inhibit balloon deflation.